Event description:
There seems to be a blocked valve, since the display showed an end expiratory pressure of 15cm h2o. It should be showed 5cm h2o. "Stetoscopic" there was no exhale sounds and the blood level of carbon monoxide was rising, showing there was reduced respiration. The servo 300a was inspected by the medico technicians and they could not find any failures.

Manufacturer narrative:
No malfunction was proved at a test of the ventilator accomplished by the medical technician at the hospital. According to information received late from the hospital the expiratory valve failed a week after the event and was changed by the technician at the hospital. No investigation has been possible to carry out since the customer discarded the valve. The ventilator is back in service.